Manufacturer narrative:
Physio-control further evaluated the customer¿s device and verified the reported issue. The customer received a replacement device. Physio-control determined that the cause of the reported and observed issue was due to integrated circuit, designator u5 on the therapy pcb assembly. U5 was thermally sensitive and caused the device to be unable to power on or off when warmed.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to power on. There was no patient use associated with the reported event.